Event description:
It was reported that the patient was resuscitated. Episodes showed the ventricular rhythms amplitude fluctuating, with intermittent undersensing. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.